Manufacturer narrative:
H3: analysis: functionally, a syringe was attached to the inflation assembly, the air removed from the cuff, the cuff was inflated with 15cc of air, and there were no leaks immediately noticeable. After one minute, the cuff started to show deflation which would have resulted in the reported event. The device was left inflated, submerged under water, and it was determined there was a leak in the cuff. When viewed under magnification there was a 0.013¿ puncture on the proximal side to the center of the cuff. The damage was centered about the same axis as the main tube. The product information and instructions directs the user to test the cuff for leakage with 15cc to 20cc of air during preparation which would have detected a leak ¿if¿ present during preparation. H6: the fdd codes was update to e2118. The fdm 4114, fdr 3221, and fdc 67 are no longer applicable. Note: b1 was updated to 'product problem' and h1 was updated to 'malfunction'. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider reported via manufacturer representative that during thyroid surgery, it was routinely tested whether the balloon was damaged before the surgery, no abnormality of the cuff was found. During the surgery, the anesthesia machine indicated that the endotracheal tube was leaking, and it was proved that the cuff was leaking after many attempts. In order not to affect the surgery, the endotracheal tube was replaced to ensure the smooth progress of the surgery. The procedure was delayed for 15 minutes. On follow up, it was stated that after normal intubation and cuff was inflated, the anesthesiologist found that the airway pressure was abnormal, and found that the endotracheal tube was leaking. After repeatedly inflating the cuff, it was still leaking. After communicating with the director, he decided to replace the endotracheal tube. This was the initial use of the product. The intubation was not difficult. The cuff was inflated normally with an empty needle. Anesthesia airway was used to secure the device.